Event description:
The end of the wire snapped off during the procedure and uncoiled into the aorta. The physician tried to capture it but was unable to, therefore, the physician had to stent the right coronary to jail the remaining wire. The pt is now scheduled for surgery in six months to remove the wire fragment in the aorta.